Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated, a button on the infusion device does not function. No physiological effects were reported. The infusion device cannot be returned for evaluation due to legal and custom issues.

Manufacturer narrative:
No product was returned for evaluation. Production reports were reviewed, and the production data shows no deviations of the specifications. Device was not returned to manufacturer.